Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 4.0, lab: 2.88, inration2: 4.5. Testing performed within minutes of each other. Customer tested on patient again within about one hour from the lab result and obtained a result of 4.5. Patient's therapeutic range is 2.5-3.5. Patient is under eighteen (18).

Manufacturer narrative:
Data analysis performed on inr results provided by customer. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Date: (B)(6) 2011, inratio meter: 4.0 inr, lab: 2.88, mean: 3.44, confidence limits: 2.0-5.0. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(4) 2011, inratio meter: 4.5 inr, lab: 2.88, mean: 3.69, confidence limits: 2.2-5.3. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. Inratio precision data provided by end-user: date: (B)(4) 2011, 1st inr: 4.5, 2nd inr: 4.0, mean: 4.25, sd: 0.35, %cv: 8.32. Since % cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Recent test conducted on lot #243103 on (B)(6) 2011 met accuracy criteria. Test results are as follows: donor #19 = 1.4, 1.5, 1.6 inr. Donor #20 = 2.7, 2.9, 2.7 inr. At least two out of three replicates are within the allowable bias of reference results for donor # 19 (1.53 inr) and donor # 20 (2.68 inr), respectively. No further investigation will be pursued at this time. Conclusion: package insert (pi) precautions and warnings - 7: testing has been limited to subjects age 18 and older. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. No product was expected to be returned. Retained strip test result comparison met accuracy criteria. As reviewed on (B)(4) 2011, 39 discrepant result complaints were reported for lot #243103, yielding (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.